Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that multiple cartridge alarms (unspecified) were received with multiple cartridges during the cartridge detection step of the load process. Upon the last cartridge load a malfunction alarm was received. There was no impact to the customer's blood glucose level.